Event description:
It was reported that the pt wasn't getting pain relief and had withdrawal and cessation of therapy. It was determined due to a diagnostic study that the catheter was fractured. The catheter was replaced. No pt outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results code refers to the catheter.